Event description:
I am reporting a serious adverse event and medical-device product problem involving the synchromed targeted drug delivery refill workflow and medtronic refill kit model 8551 instructions for use. My safety concern is that seated or wheelchair refill positioning may place the patient's breathing zone closer to open sterile supplies and to the interval of needle handling and insertion, increasing contamination risk unless additional source-control and sterile-field mitigation steps are explicitly required and documented. In this case, refill documentation recorded seated or wheelchair refills using wording such as "did not ambulate" and "pump was filled while sitting in her wheelchair." The (B)(6) 2024 refill is the event being reported as the likely exposure event. I found no clear documentation of medical necessity for seated positioning and no documentation of patient masking or other source-control measures during seated refills. The patient later developed a severe intracranial infection with cerebellar abscesses requiring hospitalization on (B)(6) 2025, suboccipital craniectomy and abscess drainage on (B)(6) 2025, later wound washout on (B)(6) 2025, prolonged rehabilitation, and lasting neurologic injury. Early cultures were reported as consistent with oral flora. This report is being submitted both as a serious adverse event and as a product, labeling, and workflow safety concern. I am asking FDA to review whether synchromed refill labeling, IFU, checklist, and training materials should more explicitly address seated refills, patient source control, documentation of medical necessity for seated positioning, and documentation of sterile-field mitigation when seated positioning is used. I notified the manufacturer on 02/15/2026 and 03/02/2026 by email. On 03/13/2026, I called medtronic neuromodulation at 800-707-0933, spoke with (B)(6)., and was told the 02/15/2026 submission could not be located. I then re-submitted the complaint by email the same day and requested that it be logged as a formal product complaint. As of 04/01/2026, I had received no complaint reference number or written acknowledgment. This report does not depend on proving causation to a legal certainty. It is intended to report a serious adverse event and a potential preventable workflow, labeling, and documentation safety gap involving refill technique, seated positioning, source control, and sterile-field protection.